Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, acrobat-I stabilizer when the customer tried to set the device on the activator drive, there was a wobble and it was unable to secure. The customer tried to set it for several times, but the device didn¿t fit into the activator. A replacement was used to complete the procedure. No patient injury was reported.

Manufacturer narrative:
(B)(4).

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, acrobat-I stabilizer when the customer tried to set the device on the activator drive, there was a wobble and it was unable to secure. The customer tried to set it for several times, but the device didn¿t fit into the activator. A replacement was used to complete the procedure. No patient injury was reported.